Manufacturer narrative:
The device was returned to endogastric solutions for engineering evaluation. Initial observations of the device with respect to the retractor orientation and the report of the helical retractor outside of the tissue mold were unconfirmed. The engineering evaluation confirmed the helical retractor returned to the safe home position, the retractor cable was slightly bent, and the centering component and helix were slightly bent. Proper helical retractor function was verified during final acceptance testing during manufacturing. In addition, the customer successfully engaged the helical retractor into tissue prior to the noted device problem. Thus, the device was likely functional when it left egs and the items noted during the engineering evaluation likely occurred during use of the device. This is being reported because if this malfunction were to recur, a serious adverse event may occur.

Event description:
The physician encountered difficulty manipulating the helical retractor after completing four successful fastener deliveries. Upon further inspection, the helical retractor was seen outside of the tissue mold and was not responsive to manipulation of the retractor control. Forceps were introduced through the endoscope working channel in an attempt to dislodge the helical retractor, but the helical retractor remained unable to be manipulated. The device was uneventfully removed with the helical retractor in the same position. The physician did not note any patient injury after removing the device.

Manufacturer narrative:
Updating type of investigation (b) to only include: 4112, 4109, 4110, 10, 3331, and 4111. Updating investigation conclusions (d) to only include: 4315.